Manufacturer narrative:
Of the 29 allegations of a malfunction, 19 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a motor failure. During investigation for unrelated allegations, there was 1 instance a rewind issue due to damage to the pump¿s piston rod. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 29</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the pump's ability to rewind the piston rod. These reports were received from various sources. The patients associated with this allegation ranged from 4-70 years of age and between 52 and 243 pounds. Of the reported patients, 13 were male, 13 were female, and 3 were unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of rewind issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.